Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08-sep-2025, it was reported that a beta bionics ilet user¿s device displayed a persistent blue screen and initially did not respond while charging. After several minutes on the charger, the device resumed normal function. There was no report of end-user harm or adverse event associated with this case.